Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Fdm 10, fdr 213 and fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received and it was stated that the rep could not obtain the video. When he visited the hospital again, the issue was not replicated. The issue was under monitoring at present.

Manufacturer narrative:
H3) software files were returned and a software analysis was initiated to investigate the probable cause of the reported event. The logs were reviewed but provided insufficient information to determine the root cause of the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating this event did not occur during a procedure.

Manufacturer narrative:
The procedure type was not provided at the time of report concomitant medical products: product ID: 9733686, serial/lot #: version: 2.1.0. Physicians first name could not be provided due to (B)(6) privacy. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used pre-operatively for a pending procedure. It was reported that initially the orientation was correct. However, recently, the trajectory view always showed that "anterior" on top, "posterior" on bottom, "right" on the left side and "left" on the right side. The issue could be reversed by pressing the "flip" button, but after rebooting, the issue recurred. There was no reported patient harm and the delay to surgery is unknown.